Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and confirmed the presence of upstream occlusion alarms. However, during functional testing the upstream occlusion sensor could not replicate any false positives, and the values of the sensor were within specification. Pump passed functional and accuracy testing.

Event description:
It was reported that the device alarmed upstream occlusion during set-up for patient use. There was no patient involvement.